Event description:
The facility reports the resident was hanging in the sling above their wheelchair. The battery was low and was replaced, then the resident was lifted and tranferred away from their wheelchair. In the meantime, the resident slipped out of the sling and fell on the floor. The sling leg clip snapped without any clear reason. No injuries were reported and the sling is being returned to the manufacturer for investigation.